Event description:
The customer reported that the pump alarmed indicating it was going to shut down multiple times over the past month. There was no reported impact to the customer¿s blood glucose level. The customer confirmed the shutdowns upon follow-up; however, no additional information was provided regarding the past events. Technical support advised to call back if the issue reoccurs.